Event description:
Received info reporting a pt who had a lead revision because the lead pulled out 9 mm. The lead was secured with a stimloc when it was implanted on (B)(6) 2010 and post-operative MRI of the brain show leads in place. Post operative skull x-ray on (B)(6) 2010 shows migration of the left lead. Lead was repositioned on (B)(6) 2010. Pt outcome is reported as doing well and receiving good stimulation. Reference MFR report # 3004209178-2010-09862.

Manufacturer narrative:
(B)(4).